Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during routine follow up it was noted that patient's right ventricular lead was undersensing while set at maximum sensitivity value. The lead was capped and replaced. No patient complications were reported as a result of this event.